Manufacturer narrative:
Block b3: exact date unknown, event occurred between30apr2025 to 10may2025. Block d2b; additional applicable product codes: nhl, pjs. Additional MFR narrative: additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the lead implant site, resulting in redness and swelling in the affected area. According to the physicians assessment, the infection was neither device-related nor procedure-related. The patient was prescribed antibiotics and later underwent a procedure to remove the leads. Postoperatively, the patient is recovering well. The devices were not analyzed, as they were disposed of by the medical facility.